Event description:
I had a routine hernia surgery and an atrium c-qur hernia mesh was used. My wound wouldn't heal and I had to have another surgery to remove it along with a lot of "granulous" tissue. Once that healed I needed to go through another surgery to have another mesh put in. I am currently still experiencing abdominal pain much of it severe and have to take medication just so I can continue to work. My surgeon told me he had problems with this mesh, with other pts too, and has stopped using it.